Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposed wires. It was also reported that the docker cable had bent pins and could not connect to the headwall interface.